Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and no clinical supporting documents were provided to conduct a thorough assessment of the reported issue. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This included a review of sterilization documents which indicated that the product was sterilized according to sterilization release documentation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that patient was experiencing pain. Due to this a revision surgery was scheduled. While performing the revision surgeon noticed that the knee was infected. Insert was removed and replaced.